Event description:
On (B)(6) 2012 customer reported that a few mililiters of clear fluid was noticed below the act diff instrument on the counter after the startup cycle failed. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and cleaned the diluter and bath area of debris. Fse replaced the fluid filters, the syringe plungers, the hgb lamp, and the tubing to resolve the issue. No further leaks were reported. The repair was verified and the system validated per established procedures.

Manufacturer narrative:
(B)(4).